Manufacturer narrative:
Evaluation of the device showed the distal tip has collapsed on the site windows. The sex box was inadvertantly selected as female; however, no patient information is available.

Event description:
While entering it thru the obt, the guide just bent. Sales rep. Stated that the surgeon was performing a slap repair when he inserted the drill guide and obturator percutaneously when it bent. The surgeon removed the guide and ended up drilling the insertion site freehanded. He placed two bioraptors without issue. The surgeon felt that the fit between the guide and obturator may have contributed to it bending. No delay took place. No patient injury or complications resulted.